Manufacturer narrative:
Per the user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 53 mg/dl. The customer reported to have over estimated the amount of carbohydrates consumed and over-bloused. The customer consumed more carbohydrates to address the low bg level.